Manufacturer narrative:
Patient information not provided/unknown. (B)(4). Event date not provided/unknown, product not returned to manufacturer. Product not returned.

Event description:
The doctor indicated that the unknown implant was received with packaging errors, presenting a danger for gaps in sterility.

Manufacturer narrative:
No product was returned for inspection. The complaint is non-verifiable. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. IFU (p-iis086gi rev. F 11/2015) states, sterility: all dental implants are supplied sterile and are labeled ¿sterile¿. All products sold sterile are for single-use before the expiration date printed on the product label. Do not use sterile products if the packaging has been damaged or previously opened. Do not re-sterilize. A singular cause cannot be determined.